Event description:
The company received a report where it was reported that the tube developed a leak resulting in a loss of tidal volume to the pt. The caller reported that the pt condition was compromised because non-routine extubation and recannulation of a replacement tube was required. This report is associated to the third occurrence reported on (B)(4) / MFR# 2936999-2012-00126.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.